Manufacturer narrative:
(B)(4). Investigation summary: the received devices were forwarded to commercialized product development for evaluation. No evidence of product error as a contributing factor to the damage was identified and the investigation did not establish a need for corrective action. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon revised an attune revision construct. Patient was doing fine following the first revision, but he then tore his mcl, which made the knee unstable and lead to uneven wear of the polyethylene. Patient had several falls but did not recall one particular one that was more severe. But likely traumatic. He was able to keep the tibial components in place and implanted an srom hinged femur with an lps/attune revision bridging bearing. Surgeon said it was because of an mcl rupture, which caused instability. He extracted the femoral component, offset adapter and press fit stem. Plus the insert.